Event description:
It was reported by the customer, the channels of the loaner colonovideoscope tested positive for one to ten colony forming units (cfu) of escherichia coli species. The issue was found during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device was returned to olympus. Microbiological testing conducted by olympus did not confirm positive cultures, although it is likely the failure occurred. Inspection and testing of the device found the adhesive on the bending section cover was detached, the connecting tube, control unit, and scope connector cover were deformed, the universal cord had a wrinkle, and the scope case was dirty the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.